Event description:
It was reported that the device was explanted after an implant duration of approximately 97.23 months. Through follow-up with the health-care provider, a copy of the operative report was received. Per the operative report, the following was learned. "The mitral valve was examined: there was an old #36 cosgrove mitral ring placed in 2002 that appeared to be stable without evidence of sutures cutting through. The mitral valve annulus, however, was severely dilated beyond the area of extension of the ring inconsistent with the geometry and structure of this particular ring. There was also significant prolapse and tearing of the chordae to the p3 portion of the posterior leaflet of the mitral valve leading to leaflet prolapse. There was no calcification or any other significant structural or mitral valve abnormality and it has been decided to proceed with repair of the mitral valve using mitral valve valvuloplasty and addressing the partial chordal rupture of the p3 segment of the mitral valve."

Manufacturer narrative:
(B) (4) = severely dilated annulus.device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. Unfortunately, the device has been discarded, therefore, is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.